Event description:
A hospital in (B)(6) reported that an rt340 adult breathing circuit did not pass the leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (B)(4) for visual inspection and pressure test to check for leaks. Results: the pressure test revealed that the complaint device was able to perform within specification. Visual inspection revealed no damage found on the complaint device. A lot check was not performed as no lot number was provided. Conclusion: no fault was found with the returned complaint device. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).